Event description:
Device malfunction: none. Symptoms/ae: acute right frontoparietal infarct. Time of symptoms/ae: one day post-procedure. It was reported that in 2007, one day post successful right internal carotid artery stenting procedure, the pt experienced an acute right frontoparietal infarct, probable embolic, without bleeding, with altered mental status, gaze deviation, left neglect, bilateral paresis worse on left, bilateral plantar responses, and diminished speech, prolonging hospitalization. Heparin and decadron were started. The next day, the pt experienced generalized tonic-clonic seizures times 3. The seizures resolved the same day after treatment with dilantin and cerebyx. No add'l info is available.